Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 367 mg/dl at the time of the incident. The customer was informed that energizer (B)(6) alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with the operating currents within specification. However, the pump had a corroded battery tube. No failed battery test was noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due the prime anomaly. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with cracked battery tube threads, a cracked case at the display window corners and minor scratches on the lcd window.